Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/04/2016 and 03/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records during an attempt at a closed reduction the patient's components dissociated. The patient was then revised. Upon revision the inner-outer diameter head ball bipolar component was dissociated leaving the larger outer diameter head ball dislocated superiorly with reduction of the smaller head ball into the acetabular socket. Also noted at revision the liner was deformed probably from repetitive subluxation episodes. At this time the patient's femoral head is being added to the complaint and reported. The complaint was updated on: 03/30/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update received 2/5/16. Additional clinical report was received stating that patient was also revised to address poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received 2/15/16, dated 2/1/16. Additional clinical report was received. Diagnosis for previous hip surgery, activity level and comorbidities have been received. Complaint has been updated with this additional information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a dislocation. Update received 2/2/2016. Clinical report was received indicating a revision due to dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.